Manufacturer narrative:
Product complaint:# (B)(4). Batch:# r5939u. Investigation summary: one photo received. Upon visual inspection of a photo, the following was observed: the photo shows two gold reloads without drivers and with the pan totally dislodged. Based on the photos no conclusion could be reached as to what may have caused the reported incident, the assignable cause of the reported complaint could not be determined. The analysis results showed that two gst60d reloads were received sterile and with no apparent damage. The returned reloads were opened and tested with a test device. The device was tested for functionality in the straight position and achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples meets the staple release criteria. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. The event described could not be confirmed as the reload performed without any difficulties noted. The returned cartridge reload was placed and removed with no issues noted during functional testing. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. It was reported that: cartridge installation issue. The analysis results showed that two gst60d reloads (a and b) were received fully fired, with the pan detached from the cartridge. It is also possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the cartridge from the device is the most likely scenario. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a gastric bypass procedure, after firing the stapler, the cartridge assembly disassembled. This occurred with two like cartridges. Staple line formation was good. Metal cartridge support blocked cartridge side of stapler twice requiring manual extraction. It was not reported how the procedure was completed. There were no patient consequences reported.